Event description:
The affiliate reported that on some prisma machines, an incorrect patient fluid removal was observed in the last months. The problem was probaly caused by a wrong revolution per min (rpm) on the effluent pump that suddenly started to run at a very high rpm. After a few seconds the pump worked properly but the patient fluid removal was too high. No patient injury info was reported.